Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing ineffective therapy with their scs system following a fall from a ladder. Diagnostics revealed high impedances on both of the leads. As a result, surgical intervention took place on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue.